Manufacturer narrative:
The patient allegedly hit their head on the ground and that their body is sore, although this could not be confirmed and no further details were provided for the patient injury. The trainee allegedly had contusions on some of their fingers, went to an occupational health facility for a precautionary x-ray and was released. The trainee allegedly did ice their fingers, however it is unknown if medications were prescribed.

Event description:
It was alleged that 2 emts and 1 trainee were unloading the cot and patient from the ambulance at the hospital. The 3 members of the crew allegedly pulled the cot out of the ambulance, lowered the legs of the cot, and the legs of the cot allegedly would not hold the weight of the cot. The crew then decided to attempt to lower the cot manually to the ground, so the trainee allegedly went inside the ambulance to lift the safety bar over the safety hook. When the trainee did this, their hand allegedly got caught between the safety bar and the ambulance floor and the 2 emts allegedly could no longer move the cot in or out of the ambulance. Allegedly, as a result, the cot tipped to the left and landed on the ground on its side with the patient still secured by the restraints. The emts then allegedly attempted to turn the cot to a flat position but were unable to and needed to cut the restraints so the patient could be loaded onto a wheel chair to enter the hospital.